Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital after receiving shocks. Upon interrogation, it was noted that the patient had 5 episodes with therapy and 1 nsvt. It was also noticed that just before the nsvt episode was triggered, there was a stored egm corruption error code triggered and the device reset itself to correct the issue which also deleted all older egm¿s including the vf episodes. The only episode that showed an egm was the nsvt episode. The episodes cannot be seen, and it is unknown if the therapy was appropriate or not. The patient condition is stable.